Event description:
The device was returned for unrelated service with no report of patient harm. During the repair evaluation, it was discovered that the dump potentiometer was not functioning to specification causing the dump valve to operate intermittently. The dump potentiometer was replaced to correct the problem. A request has been made for the return of the dump potentiometer for investigation. If further pertinent information is received, a follow up report will be filed.